Event description:
Staff was responding to a 'rapid response team' call. Upon entering the room, the patient was in svt (supraventricular tachycardia). The physician ordered adenosine rapid ivp. The first dose was given without any problems. When the physician requested the second dose of adenosine, neither the nurse or the doctor could push the plunger, as their efforts were met with resistance and no flow of medication from the second dose. No other adenosine syringes were available on the crash cart, so the doctor requested amiodorone, and the medication was delivered as expected. Upon closer examination of the defective adenosine syringe, it was noted that the syringe had a closed end where the glass had not been opened. Staff reported it looked like a glass nipple on the end of the syringe. There was no change in the patient's EKG rhythm after 30 minutes of amiodorone, and the patient was transferred to the ccu in stable condition. There was no harm to the patient as a result of this failure, and the physician felt that the patient's plan of care did not change as a result of the patient not being able to get the second dose of medication. Staff did not save the syringe, and the lot number is unknown.